Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. After device was initiated, the pump fell out of the ventricle when removing the 14 fr introducer. Upon attempting to re-advance the device past the aortic valve, the pump separated from the cannula and remained in the patient. Intervention was required to snare and retrieve the device. A new impella was used, thereafter.

Manufacturer narrative:
The device has been received and an investigation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned and an investigation for the reported failure was conducted. Visual inspection confirmed a detached inflow cage from the remainder of the device. Based on clinical review, we feel the root cause was related to the user attempting to wirelessly re-cross the aortic valve after the pump had fallen out of place, which resulted in severe cannula kinking and detachment of inflow cage from cannula.